Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b(6) 2022. On (B)(6) 2022, the patient¿s partner found her on the floor. She had lost consciousness, was seizing, drooling and weak. She had a swollen arm and broken right ankle (minor fracture). He called emergency medical services (ems) and upon arrival the bg finger stick value by paramedics was 30 mg/dl and the display screen on the tandem pump was 211 mg/dl. After she was treated with IV dextrose (d50) she regained consciousness. At the emergency room she was treated with IV glucose and a compression band for the swollen arm and boots to stabilize the ankle fracture. She was discharged 4 hours later in stable condition. At the time of the report the patient¿s arm had healed and she was continuing to recover from the minor ankle fracture. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.